Event description:
Caller states that the patient expired as of (B)(6) 2012. Customer reportedly received the following results on the aviva system within 10 minutes on (B)(6) 2012: 72 mg/dl and 147 mg/dl. Caller states that some of the customer's strips were found outside the vial. Caller does not know whether the strips were compromised. No additional information available regarding the discrepant results. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.